Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 8043477. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the prn adapter experienced device damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: on 2020-05-18, during dressing change in the right subclavian deep vein, a small amount of rehydration solution was found in the heparin cap after the heparin cap was replaced for infusion. The situation was examined, and the heparin cap was found to be damaged. Other heparin cap was replaced immediately, and no abnormal situation was found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the prn adapter experienced device damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: on (B)(6) 2020, during dressing change in the right subclavian deep vein, a small amount of rehydration solution was found in the heparin cap after the heparin cap was replaced for infusion. The situation was examined, and the heparin cap was found to be damaged. Other heparin cap was replaced immediately, and no abnormal situation was found .